Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se inspected and tested the oxygen concentrator and could not replicate the reported issue. The se then proceeded to troubleshoot the cobra. They found message code 470 (oxygen concentrator failure) would appear and not correct when the power cable was disconnected and reconnected. The se replaced the cobra and oxygen diverter to resolve the issue. Subsequently, the device passed all testing.

Event description:
It was reported that there was an oxygen pump issue. The po2 on the graphical user interface (gui) screen was around 78 mmhg with the oxygen pump at 100%.